Manufacturer narrative:
H10: g - contact office phone number: (B)(4).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a defective touchscreen. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer reported that when the display was being upgraded for the device, it was observed that the touchscreen was defective. The device was removed from service. The resolution could not be confirmed, as the customer did not respond to multiple service quotes sent. The customer did not provide any details on when/if the device would be repaired. The complaint will be processed for closure. In the event that parts are returned or if new information is provided, the complaint will be reopened for further investigation and a supplemental report will be submitted. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.